Manufacturer narrative:
Further information was requested but no received.

Event description:
It was reported that patient presented in-clinic. It was noted that the lead had dislodged. The lead was explanted and replaced as a result. Patient condition was stable.